Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode delivered an inappropriate shock due to oversensing of noise. Technical services (ts) analyzed device episode data and noted that the noise seemed to be due to myopotentials while in the secondary vector. There was small amplitude signal while programmed in the alternate vector. Later, there was another episode of inappropriate shock due to oversensing of noise. After this, this electrode was explanted and a new transvenous implantable cardioverter defibrillator (ICD) was placed. During extraction, there was evidence of lumen erosion near the xiphoidal sensing ring. It was noted that the patient experienced pain and other symptoms. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation. Later, this product was received by boston scientific and full investigation was conducted.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a crack in the polycin vorite notch area next to the sense b electrode extending into the insulation. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the sense a cable approximately 320 mm from the terminal lead. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode delivered an inappropriate shock due to oversensing of noise. Technical services (ts) analyzed device episode data and noted that the noise seemed to be due to myopotentials while in the secondary vector. There was small amplitude signal while programmed in the alternate vector. Later, there was another episode of inappropriate shock due to oversensing of noise. After this, this electrode was explanted and a new transvenous implantable cardioverter defibrillator (ICD) was placed. During extraction, there was evidence of lumen erosion near the xiphoidal sensing ring. It was noted that the patient experienced pain and other symptoms. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation.